Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. D6b: explant date: procedure happened (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7077133/7077285.

Event description:
It was reported that the patient was experiencing pain. The edge of the device was hitting on spine causing more pain. The patient underwent a spinal cord stimulation (scs) system explant procedure. The patient was doing well postoperatively. No further information has been obtained.